Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code(s) 3191 is to capture unspecified other with patient involvement as it is unknown why the lens was "not going to work". Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was fully implanted in the patient's right eye, but was subsequently deemed unsuitable and was removed and replaced during the same procedure, with a new iol of the same model and power being implanted instead. The procedure experienced a 10-minute delay. The patient's pre and post-operative visual acuities, the need for incision enlargement, vitrectomy, sutures, and whether the patient sought additional medical attention or was prescribed medication remain unknown. However, it is noted that the patient has fully recovered, and daily activities were not significantly affected. The directions for use were followed. Through follow up it was learned that it is unknown why the lens was "not going to work". There was no calculation issue, as the same lens and power were inserted. No medical or surgical intervention was required and there was no reported patient injury. The patient outcome is unknown. There was no issue with the iol noted. The device was discarded. No further information was provided.